Event description:
It was reported that during implant attempt, the doctor was unable to extend the helix and there was positioning difficulty. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): distal conductor distorted; the analyst noted that the helix could not be extended due to the distorted coil in the pin to ring spacer, which was caused from over-turning; full lead returned and analyzed.